Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received no delivery alarms. The customer's blood glucose was 464 mg/dl at the time of incident. The customer stated that they changed the infusion set with the same reservoir but they still kept receiving no delivery alarm. The reservoir will be returned for analysis.